Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event information. Further information was requested but not received. Additional components potentially involved in the event include: common device name: scs leads, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 19342887. Common device name: scs leads, model: 3186, UDI: (B)(4), serial: (B)(4), batch: 19342899.

Event description:
It was reported the patient died on (B)(6) 2022. The cause of death is unknown.

Manufacturer narrative:
A patient death was reported to abbott. The cause of the patient's death is unknown. Additionally, no scs system complaints were reported nor were implanted products returned for analysis. All event information pertaining to this device has been reviewed and no product investigation is necessary at this time as the circumstances of the event have not been attributed to the implanted system.